Event description:
A power source alert 07 was reported. There was no adverse impact to the customer's blood glucose level. The customer attempted to resolve the issue by using a tandem charging cable and wall adapter, leaving it plugged in for at least 30 consecutive minutes, which led to the pump beginning to charge. Technical support decided to send a replacement charger.